Event description:
It was reported to philips that the device alarmed blower temperature high. This event was reported to have occurred during patient use. The device continued to ventilate and was removed from the patient without incident. The customer spoke with a philips remote service engineer (rse). The customer noted error code 1122 occurred one time, the cooling fan was operational, and it is unknown if the ventilator ports were blocked at the time of the incident. The rse advised the customer to perform an extended run, and if the issue continues, to replace the blower assembly. If there are no further issues, the device can be returned to service. Further information is pending.

Manufacturer narrative:
Following the evaluation of the device, the customer performed a functional check for 24 hours, and no further issues were noted. The patient was placed on an alternate vent. There was no delay to patient care, and no harm was noted. The customer's alleged malfunction could not be duplicated, and no replacement parts were required.